Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units and remained static at 105 units for 3 days. The customer's blood glucose level was 100 mg/dl. During a follow-up call on (B)(6) 2016, the customer reported that after reinstalling the cartridge and delivering 10 units, the insulin gauge displayed 105 units, which was an expected amount.